Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The manufacturer representative reported that patient's spinal cord stimulator (scs) system was explanted. The patient reported to the managing physician's clinic that the device incision was open. The patient was seen by a physician's assistant at the implanting physician's clinic. The decision was made to explant the device and leads due to the open incision over the device pocket. The manufacturer representative was unaware of diagnostics performed or if cultures were obtained. If additional information is received, a follow-up report will be sent.